Event description:
Reportable based on additional information received on 16 oct 2024. The 90% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark and could not be displayed. The procedure was completed using another device of the same type. No patient complications were reported. However, it was later reported that the catheter was twisted outside the patient.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window was twisted. An impedance test showed an electrical open at the distal end of the catheter, located 10-20 cm from the distal housing. The media returned by the customer was inspected and displayed no image on the ilab screen.